Event description:
Consumer via chatbot stated that the charger for their oral-b pro 4000 crossaction electric rechargeable toothbrush powered braun sparked when connected to power and the wire had a burn mark on it. No injury was reported.

Manufacturer narrative:
This report is being filed due to a damaged charger cable. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
17-feb-2022: product investigation results: this report is being filed due to a damaged charger cable. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Product return was received and investigated. Product investigation results showed that complaint was caused by an external source.

Event description:
Consumer via chatbot stated that the charger for their oral-b pro 4000 crossaction electric rechargeable toothbrush powered braun sparked when connected to power and the wire had a burn mark on it. No injury was reported. 27-jan-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3756 pro crossaction 4000. No injury was reported.